Event description:
Information received by medtronic indicated that, during a cryoablation procedure, the user was experiencing short cryoballoon catheter inflations that were also under-inflated and compliant. The user was able to complete cryoablation procedure. No patient complications were reported. Technical support was contacted and a field service visit was recommended. Reportable based on investigation completed 06/02/2015.

Manufacturer narrative:
Technical support was notified of this occurrence. Upon review of complaint information, a service order was initiated to review the console performance on site. The reported issue has been confirmed by field service engineering. The console failed the inspection due to a defective low pressure regulator.